Event description:
It was reported that, post procedure, this right atrial (ra) lead dislodged and the patient had muscle stimulation during atrial pacing. Subsequently, a revision was performed and the ra was successfully repositioned. Also, the right ventricular (rv) lead was exhibiting loss of capture and high thresholds due to dislodgment. No additional adverse patient effects were reported.